Event description:
The intra aortic balloon was inserted into the pt on 5/29/98 at 6:30 am. The dr had difficulty removing the intra aortic balloon on 5/30/98 at 8:15 am. The intra aortic balloon was not returned to datascope for eval. (Event complications: none from the event-reported 6/30/98.) (Pt's current status: discharged-rpt'd 6/30/98.)